Event description:
Reporter alleged discrepant blood glucose values of 357 mg/dl back to back with a result of 112 mg/dl when testing was performed one minute apart on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.